Manufacturer narrative:
(B)(4). The service engineer replaced the main control printed circuit board and the device passed all testing.

Event description:
During service, a ventilator had a motor failure error. There was no patient involvement.